Manufacturer narrative:
(B)(4). This is a report of use error, where there was an open clamp on an unused supply line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an open clamp on an unused supply line during the initial drain of peritoneal dialysis therapy on the homechoice. The technical services representative assisted the customer with ending therapy and reviewed proper procedures with the customer. The customer would start over with all new supplies. There was no patient injury or medical intervention reported. No additional information is available.